Event description:
Edwards received notification from a field clinical specialist that during a transfemoral tavr, the commander balloon ruptured during deployment. The balloon was almost fully inflated when it burst. The patient had moderate calcium in the annulus/leaflets. The device was pulled back with sheath and could not exit the right common femoral access site. The device was getting caught at the sheath distal tip. A right common femoral artery cutdown was performed to remove the device. The esheath tip was noted to be crumpled a little at the distal end. A new 16fr esheath was reintroduced and a 26mm true balloon was used to post dilate the tavr valve. The patient was noted to be doing well. Through follow up with the field clinical specialist, it was learned that the esheath "looked like an accordion for about 3cm" and the distal tip was split.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-11567.

Manufacturer narrative:
The device was not returned for evaluation as it was not available. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of sheath distal tip split was confirmed based on empirical evidence. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. The complaint of sheath liner delamination was unable to be confirmed due to no relevant imagery/device returned. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, ''during a transfemoral tavr, the commander balloon ruptured during deployment...the device was pulled back with sheath and could not exit the right common femoral access site. The device was getting caught at the sheath distal tip...esheath tip was noted to be crumpled a little at the distal end.'' It is likely that the altered balloon profile interacted with the sheath distal tip and sheath liner, causing the tip to split and the liner to ''accordion'' during delivery system withdrawal. Excessive manipulation may also exasperate the interaction between the burst balloon and the sheath, further contributing to the alleged damages. As such, available information suggests that procedural factors (excessive manipulation, withdrawal of burst balloon) may have contributed to the complaint event. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.